Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned, or pictures provided; therefore, visual, and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were also reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available x-ray records identified the following: overall fit and alignment, as well as bone quality appears normal. The angle measurements cannot be made on the provided image. There were no signs of loosening, wear, radiolucency, or other contributing factors. There was no clear indication if the size of the implant had caused the fracture. However, it was well noted that the intramedullary component of the left hip arthroplasty does not significantly extend into the subtrochanteric diaphysis. When compared to the right total hip arthroplasty, the intramedullary component is significantly smaller. A review of the available medical information identified the following: it was reported that the patient was "bushwalking" or hiking and fell. The patient exhibited a periprosthetic femur fracture, per the x-ray review, 5 weeks postoperatively. Within the first 6 weeks postoperatively, the goal is strengthening, walking without an assistive device, and balance training. In the following weeks, the focus is on endurance training, regaining full strength, and performing own adls. It is not recommended to go on a hike or bushwalking on uneven surfaces for the balance of the hip is not at 100%. Recommendations may vary individually by provider; however, typically this type of activity would not be recommended so early in the recovery. The reported issue was confirmed based on the provided medical records. The root cause of the reported issue is attributed to user error, as it is not recommended to walk on uneven surfaces for the balance of the hip is not at 100% within the first 6 weeks postoperatively. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a total hip arthroplasty. The surgeon indicated that it had been a difficult procedure. The broaching was challenging (woodpecker used), and distal canal reaming was required. A small femoral implant was used due to type a femur. Formus planning was utilized for this case. Approximately 2 months later, the patient fell while bushwalking, and presented in the emergency department with a periprosthetic of the left femur vancouver b (calcar split). The patient was then transported to a different facility and the hip was subsequently revised. The surgeon was happy with the final revision, and there were no surgical issues. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 650-0663 lot# 2020021213 delta ceramic fem hd 36/+6mm. Cat# 110010243 lot# 7332485 g7 osseoti 3 hole shell 50mm d. Cat# 010000934 lot# 7057187 g7 hi-wall e1 liner 36mm d. Report source: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.